Manufacturer narrative:
(B)(4). After checking the ventilation using an artificial lung the same condition occurred.

Event description:
It was reported that during patient use the ht70 ventilator had high airway pressure, occlusion and breaks in the ventilation of the patient. There was no patient harm/injury reported as a result of this event.